Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 95 (mg/dl). During one occurrence of the malfunction, the customer had not tested blood glucose levels. Reportedly, the customer had manual injections available as alternate insulin therapy.